Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly replaced the panel holder. The replaced part was not returned for investigation. It was found that the flange of the head shaft was broken away. The flange is a part of the fixing mechanism at the bottom of the head shaft for the support hinge to the user interface. The broken flange implies that the user interface has been exposed to high mechanical forces. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the user interface holder broke. There was no patient involvement. Manufacturer's ref #: (B)(4).